Event description:
The pt was implanted with an ipg and lead for scs in 2008. It was reported that post-operatively the pt was unable to move her legs. A CT showed cord compression due to a blood clot above and below the lead paddle. Two days later, the lead was explanted and the pt moved to rehabilitation facilities. Follow-up on the pt found that she has regained some sensation in her legs and some movement in her feet.

Manufacturer narrative:
Evaluation codes. Method - additionally, device history record and sterilization record were reviewed. No anomalies were found. Lead was returned incomplete and could not be functionally tested. Results - all records were reviewed and were found to meet specifications. Visual examination of the lead found some discoloration in the paddle but no other anomalies.